Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician found, interruption of the conductor coil diameter before the yoke in the abdominal pocket. Also stated 'there was discolorization of the lead near the insertion to the subclavian vein.' The lead was replaced with a new endotak lead.